Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood found on the exterior of the catheter. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017, during intra-aortic balloon (iab) insertion on ami patient (suspected), blood back run was found in catheter tube. Replaced iab to continue therapy. Mild sclerosis, tortuosity and calcification on femoral artery were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017, during intra-aortic balloon (iab) insertion on ami patient (suspected), blood back run was found in catheter tube. Replaced iab to continue therapy. Mild sclerosis, tortuosity and calcification on femoral artery were noted in the patient vessel. No patient injury was reported.